Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r wave oversensing and automatic mode switch on the implantable cardioverter defibrillator ICD. Programming changes were performed to resolve the issue. The patient was in stable condition.